Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. H3 other text : device not returned.

Event description:
The customer reported the hd autoclavable camera head had an image problem. No adverse effects to patient reported.

Manufacturer narrative:
Correction: correcting h6 of the initial medwatch. The device was not returned and evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned and the root cause cannot be determined. Olympus will continue to monitor field performance for this device.